Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument clips came out above the jaw and not into the jaw. It was impossible to fire the devices and the clips were just falling out. There was no consequence to the pt. Only (2) of the (3) devices involved will be returned.